Manufacturer narrative:
(B)(4) - interrupted cycle. The device was received for analysis with no visual non-conformances and with a green cartridge loaded on the device. The cartridge reload was received partially fired consistent with an incomplete or interrupted cycle. The device was tested for functionality in the articulated position with the returned cartridge reload by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The remaining staple line and cut line were complete and the staples were noted to have the proper b-form shape. Please note that if the firing sequence is not completed (plastic to plastic), the firing trigger remains loose until the firing sequence has been completed. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a sleeve gastrectomy at the first firing, surgeon closed the handle with no incident. He then squeezed the firing handle - closed once with no incident. Upon squeezing the firing handle again, he lost traction part way and the handle squeezed loose. He then squeezed again but there was no traction. There appeared no advancement of knife blade, so he pressed the red button to return knife blade to starting position. He then opened the stapler as per normal pressing button at rear. On inspection of the staple line, staples were only partially fired, staple line incomplete. Completed with a new stapler. No patient consequences reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time when additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Additional information requested and received: was the device difficult to fire, but fired with a complete cut line and staple line with the staples in the proper b form shape? First squeeze of firing handle was not difficult, traction was lost part way through second squeeze of firing handle, therefore red knife button retraction button was used and jaws opened. There was complete cut line and correct b shaped staples formed just over a third the way across. Did the device cut? Yes. Did the device staple? Yes. On what tissue type was the device used? Stomach at what location on the tissue? Antrum. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? 1st. During which stroke did the event occur? Second. Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? No. If echelon, during which stroke did the event occur? Second. What colour cartridge was being used? Green. What other colour cartridges were used before and after this event?green after nothing before. Was buttressing material utilized? If so, which product? None. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? None. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? No. Was there any difficulty removing the device from the tissue? No.